Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of underfill and tube push off. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: during blood drawing, the needle is connected to the blood vessel. After 2ml blood is inhaled into the blood collection tube, it is suddenly separated from the blood collection needle by itself. Under normal circumstances, the label capacity of the blood collection vessel is 5ml, and the negative pressure in the tube is enough to reach this capacity. This time, it is separated by itself after 2ml of blood is sucked, resulting in a one-time failure of blood drawing.